Manufacturer narrative:
Section h10: correction. Manufacturer investigation conclusion: incidental findings - the evaluation of (B)(6), revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces. Corrosion was observed surrounding all three of the electrical pins on the motor capsule. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the retrieved log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.25¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 36¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 0.5¿ from its hardware and was returned attached to the outlet elbow. The remainder of the graft material was not returned. The sealed outflow graft bend relief had been severed at its hardware and was returned attached to the graft attachment. The bend relief material was not returned. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Upon initial inspection of the driveline wires, damage to the insulation of the brown wire of the 36¿ dl segment was observed. Due to the proximity of the damage to the severed end of the dl segment the brown wire was not tested for electrical continuity. Electrical continuity was performed on the remaining wires of both dl segments and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the 36¿ dl segment revealed breaches to the insulation of the brown, red, yellow, and orange wires approximately 35¿ from the metal connector. Further inspection of the 36¿ dl segment revealed breaches to the insulation of the brown wire approximately 35.5¿ and 35.75¿ from the metal connector as well as breaches to the insulation of the black, orange, red, yellow and green wires approximately 35.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the retrieved log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to driveline damage. No further information was provided.